Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting that his insulin pump is alarming motor error and no delivery. Customer does not recall his blood glucose level. The motor error occurred during prime, while customer was changing out his reservoir. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.